Event description:
Boston scientific received information that latitude had detected a red alert for this system as v-tachy mode was set to value other than monitor + therapy. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific sales representative confirmed that this patient had an ablation for atrial fibrillation (af) and therapy had been programmed off for the procedure and not turned programmed back on. The patient was brought back in and therapy was reprogrammed on. No other adverse events have been reported. This product issue will be updated if additional information is received.